Event description:
It was reported that red and yellow alarms were not audible. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that red and yellow alarms were not audible. The device was in use on a patient. There was no report of patient or user harm. Technical support remoted into system and asked for permission to reboot application. Pic ix was rebooted and afterwards sector alarms are sounding on the suspect sector as expected.